Event description:
I had a total hip replacement on (B)(6) 2008 and the depuy pinnacle was put in my right hip. Approx 6 months after the surgery, I began having extreme pain in my right hip area. I walk with a pronounced limp and have constant pain. I have been supported by friends and family since my surgery. Please investigate!!!